Event description:
It was reported that the fiber was received without customer and performance allegation information. Analysis of the returned device identified that the glass tip was cracked and sunken into the metal cap.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified that the fiber glass cap was cracked and sunken into the metal cap, and there was a glue failure. The fiber card was also returned. Data indicated that the fiber was recognized, was not expired, and was used. There were no errors or failures were reported in the data. The fiber tip exhibited severe devitrification. The fiber tip also exhibited severe charred debris adhesion, indicative of prolong tissue contact. The identified tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including glue failures and cracked sunken glass caps. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device likely caused or contributed to the identified issues.